Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the target alignment for the procedure would adjust when the camera of the navigation system was adjusted. The representative reported that the alignment error would vary between 2-4 millimeters. The site was utilizing a medtronic imaging system and found that the needle was placed 4-5 millimeters off target. However, the site was able to gather a diagnostic sample. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6) additional information: patient demographics provided. A medtronic representative went to the site to test the equipment. The representative reported that there was a high geometry error discovered with one probe when used alongside the navigation system. It was reported that the representative suspected the probe to be the probable cause of the anomaly.